Manufacturer narrative:
Pending investigation. D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 6850907. 300-10-45 - equinoxe replicator plate 4.5mm o/s: 6729931. 300-20-02 - equinox square torque define screw drive kit: 6926508. 310-02-44 - equinoxe, humeral head tall, 44mm (alpha): 6522283. 531-78-20 - shouldr gps hex pins kit: 6954723. A10012 - gps implant kit v2: 02055321242.

Event description:
As reported, approximately 3 years and one month post the initial right tsa, the patient was revised due to the center cage disassociating from the polyethylene glenoid. The glenoid was bone grafted and the stem removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
No manufacturing process-related non-conformances, deviations, or exceptions are associated with this anatomic cage glenoid. Therefore, this does not appear to be manufacturing related. User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of fracture. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.